Event description:
The customer reports that there is a speaker malfunction with no sound from the device. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had no sound due to a defective speaker. The speaker was replaced.